Event description:
Patient has a medtronic ICD lead implanted in 2005. The lead has prematurely failed and the patient has a device failure due to the lead. The patient was hospitalized and will now be transferred to another institution for a laser extraction of the lead.